Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a transpac IV monitoring kit generated a leak during patient use. The reporter stated "leakage at spike". There was no other physical damage noted. The solution involved was unknown but non-chemo. Quantity is one and a sample is available for investigation. A sample picture of the device is available. No further information is available for this complaint as confirmed. There was patient involvement and no patient harm.

Manufacturer narrative:
The reported complaint of leakage at the spike was not confirmed. An image was provided indicating the assumed area of the defect. No visual anomalies were observed on the returned set. When the returned set was primed and pressure leak tested, no leaks were observed. The product had performed per the specifications. The lot review could not be conducted because no lot number(s) was/were identified.